Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported that the cause was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable component is: product ID: 977a260, serial# (B)(4), product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain. Device interrogation and device data on (B)(6) 2017 found electrode #3 was out of range. The device diagnosis included high impedance. Reprogramming was performed around electrode #3 and the event resolved without sequelae. There was no patient complication associated with the event. The event was related to the device or therapy and was not related to the implant procedure.